Event description:
It was reported that the patient's transfer set was not connecting properly to the titanium adapter. There was patient involvement, but there was no adverse event associated with this report. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. If additional relevant information becomes available, a supplemental report will be submitted. This is the same event as (B)(4).

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. Should additional relevant information become available, a supplemental report will be submitted.